Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of dissection, as listed in the xience prime everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot.

Event description:
It was reported that during a procedure to treat a moderately calcified, mildly tortuous, 99% stenosed, de novo lesion in the mid right coronary artery, pre-dilatation was performed with a 2.0x18 mm unspecified balloon dilatation catheter (bdc). A 3.0x38 mm xience prime stent delivery system (sds) was advanced and the stent was deployed. An edge dissection was noted. Another xience prime sds was used as treatment to cover the dissection without issue. There were no adverse patient sequelae and no reported clinically significant delay in the procedure. No additional information was provided.